Manufacturer narrative:
Concomitant medical products: 5554-45 lead; implanted: (B)(6) 2010; 5054-52 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection and developed necrosis of the pocket site. The complete ipg system was explanted. No further patient complications have been reported as a result of this event.